Event description:
Falsely negative (-) urine test result from the icon 25 hcg test kit. The customer indicated that an ER patient with abdominal pain had urine sample tested with the icon 25 hcg test kit. The result was negative (-). The customer indicated that the patient was 36 weeks pregnant by ultrasound and her last menstrual period (lmp). No addition regarding this event was provided. No injury related to this event has been reported.